Event description:
It was reported a superficial infection to lead placement site. Infection was at lead introducer site. A non-surgical therapy (keflex, neosporin) was performed to resolve the infection. Patient recovered without sequelae on (B)(6) 2012.